Event description:
It was reported that "line inserted 5.12.12. Fell out at dialysis session 16.02.13. All lines were sutured as per our guidelines. We remove hub sutures at one month."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of revc1352 showed no other similar product complaint(s) from this lot number.